Event description:
It was reported that the patient was experiencing a new pain in the left buttock following an implant procedure. The physician suspected that the pain was device related. It was noted that there was a possibility that one of the leads might be pushing on a nerve. Reprogramming was attempted and the patient got some pain relief for a short period of time. The patient had inadequate pain relief despite multiple reprogramming attempts. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7083821 / 7083838; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 27445877.